Manufacturer narrative:
Concomitant medical products: biolox delta, ceramic femoral head, 32/0, taper 12/14 catalog #: 00877503202; lot #: 2601617; biolox delta ceramic taper liner, size hh / 32 i.d. For use with 50 mm o.d. Size hh shell catalog #: 00877500932; lot #: 2591077; therapy date: (B)(6) 2011. The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
Patient was implanted on the left side and underwent revision due to recurrent dislocations.

Manufacturer narrative:
Additional: if follow-up, what type. Correction: date of report, event, PMA/510k. The device reported in this medwatch has now been moved to concomitant devices. This report will be voided, please delete it from your records. The case (B)(4) will be further reported under MFR 0009613350-2019-00028 (biolox head). Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
This report will be voided.